Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient¿s wife found him unconscious and vomiting. She called emergency medical services (ems). On arrival they checked a fingerstick bg which was 30 mg/dl although the cgm was reading 362 mg/dl. Ems transported the patient to the hospital where he stayed overnight. He was given IV glucose, fluids, and an injection for his upset stomach. At the time of the report he was doing much better. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.